Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.